Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt during the fill tubing step with multiple cartridges and a minimum fill notification occurred after 250 units of insulin was loaded into the cartridge. Customer changed the cartridge to resolve both issues. Customer's blood glucose 349 mg/dl.